Event description:
A customer reported an unstable charging connection with the tandem mobi pump. There was no adverse impact to the customer¿s blood glucose level. The customer was able to successfully charge the pump with a replacement charging pad, cable, and wall adapter.